Event description:
Customer called to report a hospitalization due to high blood glucose. Paramedics were called during a trip to florida, customer was dizzy, hot and sweaty. Customer's blood glucose reading is 583 mg/dl. Customer also experienced thirst. Customer treated with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.